Event description:
Medical records received a call on (B)(6)2011. Patient was wondering if this lead was too short or too tight. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).